Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage during use. The following information was provided by the initial reporter: during preparation of docetaxel by attaching the protector to the vial, leakage occurred.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage during use. The following information was provided by the initial reporter: during preparation of docetaxel by attaching the protector to the vial, leakage occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: one sample was returned to our quality engineer for investigation. The product was visually inspected, the protector was noted to have penetrated the stopper of the vial off center hitting the aluminum cap and the protector needle was detached. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leak between the protector and vial was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. While we could not replicated the reported failure, based on the sample evaluation it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical when attaching onto the vial.